Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying a black screen. The site reported that they were uploading scans and received an error that it was unable to load, so the site rebooted the system. When they turned system back on, the monitor displayed the blue medtronic screen quickly and immediately went to a black screen. The system had power (the power button illuminated) and they were able to open the cd. There was no patient involved.

Manufacturer narrative:
H6: a0902 is coded for the monitor going black. A1102 is coded for the error message "unable to load". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported it seemed to be a boot-up issue and nothing wrong with the physical monitor.

Manufacturer narrative:
Additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.